Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous vein shunt. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilation. The balloon was inflated twice at 24 atmospheres. However, on the third inflation at 24 atmospheres for 90 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified a longitudinal tear in the balloon material starting 16mm proximal of the distal markerband and extending 18mm distally. A visual and microscopic examination found no issue with the profile of the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous vein shunt. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilation. The balloon was inflated twice at 24 atmospheres. However, on the third inflation at 24 atmospheres for 90 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.